Event description:
The customer contact reported the ac power cord had a bent prong. The device was returned to the biomedical engineering department with an unsigned note that stated, "plug is bent." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, it was noted that the ground prong on the ac power cord was bent. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).